Manufacturer narrative:
Date sent to the FDA: 11/11/2020 . Corrected information: b3. Additional information was requested, and the following was obtained: 1. Do you mean that the suture was fraying? - yes. 2. Lot# ? - not available. 3. Event day?- (B)(6) 2020. 4. Procedure date? (B)(6) 2020 - (B)(6) 2020. 5. Will the product be returned for investigation?- yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/02/2020. A manufacturing record evaluation was performed for the finished device lot number: plr970, and no non-conformances related to the reported complaint condition were identified additional h3 investigation summary: an empty overwrap packet and a strand double armed dispensed of product code: 8521, lot#: plr970 were received for evaluation. During the visual inspection of sample, the swage and attachment area of two needles were noted to be as expected, the strand was noted with damaged (slice) at 2.5¿ distance of needle. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the damaged on the suture. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent. Please clarify if by suture bifurcation. Do you mean that the suture was fraying?

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date, and a suture was used. During the procedure, there was suture bifurcation. There were no adverse patient consequences reported. Additional information was requested.